Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of particulate observed in a tubing set. The tubing set had been in use on the patient for an unspecified length of time. No specific information was provided as to the programming parameters and what type of solution was infusing. At an unspecified time, the nurse reportedly attached a syringe with an unspecified medication to the prepierced y-site. She reportedly observed "a strand floating in the tubing," distal to the y-site. She disconnected the tubing set from the patient. The nurse reportedly changed the tubing set, and administered the medication as ordered. There were no reports of any adverse patient effects. Though requested, no additional information was provided.